Manufacturer narrative:
Isi received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported wire breakage and found the instrument to have a broken pitch cable. The broken cable segment that contains the crimp was missing from the clevis. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a tenaculum forceps instrument was identified to have broken wires and could not be used. The procedure was completed with a backup instrument and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that no fragments fell into the patient.